Manufacturer narrative:
Evaluation showed indications of impact to device during handling (mishap) as cause. Due to indication of item breaking during procedure, occurrence was determined to be reportable to the FDA.

Event description:
Microaire was notified on (B)(6) 2015, of a fixation device that reportedly broke during procedure. Information indicates that doctor was able to use a backup device to complete the surgery.